Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained from the author: I submitted the manuscript (primary analysis of the trial) which addressed most of the questions you raised. After the manuscript is published, you can contact me again if necessary.

Event description:
Title: effects of subcutaneous drain on wound dehiscence and infection in gynecological midline laparotomy: secondary analysis of a korean gynecologic oncology group study (kgog 4001) the aim of this prospective, multicenter, non-blind, randomized controlled trial was to identify the effects of sq drain on wound dehiscence and infection in patients who undergo midline laparotomy for gynecological diseases and thus determine the secondary endpoints of the korean gynecologic oncology group (kgog) 4001, effect of barbed suture fascia closure on incisional hernia in midline laparotomy for gynecological diseases (barbher) trial. Between february 2021 to december 2021, 174 patients underwent randomization (1:1) to treatment (with subcutaneous drain) and control (without subcutaneous drain) groups. Among them, 12 patients (treatment, n = 5; control, n = 7) were excluded owing to loss to follow-up, and finally, 162 (treatment, n = 79; control, n = 83) were included in the intention-to-treat (itt) analysis. The mean age at surgery was 54.4 ± 11.4 years. Fourteen patients (treatment, n = 10; control, n = 4) did not follow the assigned intervention depending on the operator¿s decision because the patient¿s sq layer was either significantly thick or significantly thin. After excluding these patients, 148 patients (treatment, n = 69; control, n = 79) were included in the per-protocol (pp) analysis. All patients underwent fascia closure according to the randomization of the suture material (pds or stratafix [ethicon, somerville, nj, USA]). In the sq drain group, a negative-pressure sq drain (barovac ss100 m [sewoon medical co., ltd., cheonan, korea]) was inserted, and it was removed between 3 and 14 days after surgery when the volume of drainage was <10 ml. The control group did not have an sq drain. Additional sq sutures were allowed in both groups, according to the operator¿s judgement. The skin was closed with staples or nonabsorbable sutures (unknown manufacturer). Reported complications include wound dehiscence and wound infection. In conclusion, subcutaneous drain insertion is not associated with a significant improvement in the incidence of wound dehiscence and infection in patients who undergo gynecological midline laparotomy.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: european journal of surgical oncology (2024); 50:108484. Https://doi.org/10.1016/j.ejso.2024.108484.